Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "soft tissue infection", "inflammation", "inflamed", "warm patch", "swelling", "puffy", and "hard" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volbella¿ with lidocaine in the perioral and presulcus area and juvéderm® voluma¿ with lidocaine in the cheeks. Approximately 1 month later, patient presented with "swelling to the upper lip". Hcp observed "there is a warm patch on the right of [patient's] upper lip and the filler feels quite hard on the lips, lower jaw/chin, and cheeks. There is inflammation. Patient has had a reaction and there is a chance there is a soft tissue infection. Patient is quite puffy to look at. It has improved over the last couple of days but it's still quite inflamed." Patient is being treated with flucloxacillin and antihistamines. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00030 (allergan complaint #(B)(4)). This MDR is being submitted for the [first/second] injection of suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Additional information:

Event description:
Healthcare professional (hcp) reported symptoms have resolved after 15 days of treatment.